Event description:
It was reported that a dexcom g6 continuous glucose monitor (cgm) sensor pairing failed after an initial warmup countdown, leading the caregiver to replace the sensor; the second sensor was later confirmed to be connected and warming up. No adverse clinical symptoms reported. Outcomes included temporary interruption of automated dosing pending sensor warmup. User support included troubleshooting and user education with verification of sensor warmup status through the device interface. Investigation of this case revealed a user interface and workflow confusion related to cgm pairing and warmup status, with dosing suspended until valid cgm data became available. It was concluded, based on previously established findings for similar reports, that the cause was user understanding of display states during cgm warmup, with no device malfunction identified.